Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 2.48 ng/ml was obtained and released to the emergency room (ER). Consequently, the patient was admitted to the hospital. The customer was uncertain if any additional treatment was given to the patient and if the admittance was due to the elevated troponin I result. Per laboratory procedure, the customer contacted the ER stating that the sample needed to be reanalyzed for verification. The sample was analyzed on the same instrument and a normal result of 0.00 ng/ml was obtained. The customer also retested the sample on an alternate access 2 instrument and obtained a value of 0.01 ng/ml. An amended value of 0.00 ng/ml was issued. For verification purposes, an additional sample from the patient was analyzed on the alternate instrument and a value of 0.01 ng/ml was obtained. The patient's sample was collected in lithium heparin plasma tube with gel and centrifuged at 4,000 rpm (rotations per minute) for seven minutes, at ambient temperature. No sample integrity issues were observed; the sample was a full collection. Due to the non-reproducible result, the customer also performed three 9-repetition precision tests on patients' samples from another facility to verify instrument performance; all results were within the precision claims. Quality control is performed every eight hours. The customer noted quality control (qc) was within specification and no system issues were observed at the time of the event. The instrument was in normal operation.